Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis was unable to confirm reported complaint and no problem was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that, after a procedure when the patient was no longer present when tidying up, a "low battery" voltage message was displayed on the pendant and the image acquisition system (ias) shut down. Additionally, upon booting up the system the same message was displayed and the system shut down automatically. A visit was performed on that day, and the issue was resolved by replacing the motion battery. There was no patient present.